Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; not yet evaluated.

Event description:
It is reported the comb of the skin graft mesher was found bent during the decontamination process in the sterile processing department. There was no harm to the user/patient.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that the comb was bent. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher as documented in the repair reports. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the comb was bent on the device. The pretest could not be performed due to the bent comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the damaged comb. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. The reported event was confirmed since during initial inspection revealed that the comb was bent on the device. While during the initial inspection it was noted that the pre-test on the device could not be performed due to the bent comb, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event cannot not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.